Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were black spots present inside the urine meter near the scale and it was discontinued to use.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be a defect contributed by vendor or customer / improper handling / unclean machine / working area. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "closed system drainage bag: 2,000 ml. Precision urine meter:350ml. Cautions / warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were black spots present inside the urine meter near the scale and it was discontinued to use.